Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The clip delivery system (cds) was returned and the reported detachment of device component was confirmed. The actuator coupler was noted to be fractured and broken into two portions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported event of difficulty positioning appears to be related to patient anatomy and procedural conditions. In regards to the fractured coupler, it was determined that per the investigation performed at this time, there was no indication that the incident occurred due to an issue in design of the device, coupler manufacturing, or device manufacturing. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report the difficult retraction of the clip delivery system (cds), and tissue observed in the clip after removal which requires an additional mitraclip procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. During an attempt to position the clip, steering was a challenge due to a small atrium and poor imaging. Due to the positioning difficulty, the clip came in contact with the atrial wall. The steerable guide catheter (sgc) was slightly retracted, but the sgc came back into the right atrium. An attempt was made to re-advance the sgc back into the left atrium; however, resistance was noted. It appeared that the septal tissue was trapped between the tip of the sgc and cds shaft. The clip was confirmed to be fully closed and was attempted to be retracted into the sgc; however, the septal tissue prevented the clip from going into the sgc. The system was retracted as a single unit; however, resistance was felt, as both devices were caught in the septal tissue. The physician then pulled hard on the sgc and cds, and the devices were removed. During retraction, the clip then caught in the tissue tract and became inverted. After removal, it was observed that the clip was detached from the cds, and there was tissue on the clip. The procedure was aborted and post procedure mr remained at grade 4. The patient was confirmed to be clinically stable. Another mitraclip procedure was scheduled on (B)(6) 2015. No additional information was provided.